Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient stated that they went to the emergency room (ER) when they could not get their blood glucose (bg) levels under control. Patient's bg levels were 380 mg/dl. The patient checked into the ER at 2:45 am on (B)(6) 2020. The patient stated they were treated with intravenous therapy with fluids. Patient also was given a manual injection of insulin. They were unsure how much was provided.